Event description:
It was reported that there was a rise in impedance in the left ventricular (lv) lead. It was further noted that the thresholds were stable and there was apparent lv capture. The patient had reported not feeling well and medication changes. The lead impedance will be monitored at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.